Event description:
The hospital maintenance person reported that the head function ran up unintentionally. He found that the head up patient switch was stuck in the left head siderail. He replaced the switch assembly and the bed functioned as designed. He stated that there were no injuries associated with this product malfunction.